Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from a smartsite during an idarubicin infusion. There is no report of patient or provider harm.

Manufacturer narrative:
Concomitant medical product: hospira 500ml IV bag of 0.9& nacl injection usp, lot 53-529-fw, exp 05/2017. The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no obvious damages or any issues. Functional testing was performed and no leaks observed. The root cause was not identified.